Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping atypically was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event were asked; however, no additional information was able to be provided. This event will be reopened with further investigation if the motor is returned for analysis. The root cause of the reported event was unable to be determined. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's centrimag motor stopped after the patient was transferred to the bed. An alarm message read "motor disconnected." All connections were checked and no interruptions were found. The motor was restarted manually. Related manufacturer report number: 3003306248-2022-12508.